Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the pump battery was observed to be depleting quickly and the pump shut off. Review of the pump data by tandem technical support showed the pump battery depleted form 65% to 5% within minutes. The customer¿s blood glucose level was 130 (mg/dl). Reportedly the customer would continue to use the pump for insulin therapy.